Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a coil could not detach. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm with a max diameter of 25mm and a 8mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that there was an issue in detaching the coil after trying multiple times with the detacher, while removing the coil got detached inside the microcatheter. All devices were prepared as indicated in the IFU. No patient complications were associated with this event.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the physician attempted to detach with the instant detacher 2 times and 1 time with the manual method. There was no kink/damage observed on the pushwire. The coil was implanted in the patient. All the information been confirmed/provided by the physician.

Manufacturer narrative:
H3: product analysis: equipment used: video inspection system (m-85519), ruler (m-83361) as found condition: the axium pusher was returned for analysis within a shipping box, within an opened axium prime outer carton, within an opened axium prime inner pouch, within a dispenser coil and within an introducer sheath. The echelon-10 microcatheter used during the event was not returned for analysis. Visual inspection/damage location details: the actuator interface was found loose and retracted from within the coupler tube, indicative of a detachment attempt using an instant detacher. The break indicator was found still intact and unbroken. The axium prime pusher was found bent at ~40.0cm from the proximal end. The coin was found retracted out of the lumen stop. The coin was found undamaged. The shield coil was found undamaged. The implant coil was already detached and not returned for analysis. The retainer ring and lumen stop were found undamaged. Testing/analysis: the coin was measured to be ~0.088mm @ 0.063mm, ~0.099mm @ 0.0127mm, and ~0.100mm @ 0.0275mm; which is within spec ification (specification: 0.063mm ¿ 0.089mm @ 0.063mm; 0.075mm ¿ 0.0105mm @ 0.0127mm; and 0.086mm ¿ 0.0108 @ 0.0275mm). Conclusion: based on the analysis performed, the customer report of ¿premature detach from non-detach" could not be confirmed but could not be ruled out. The likely cause could not be ruled out. No damage was found with the returned device that would contribute to the failure. The customer reported attempting to detach the device manually one time; however, the break indicator was found unbroken. As the echelon-10 micro catheter and implant coil (including the detach element) were not returned for analysis, any contribution of the micro catheter, implant coil and detach element to the premature detach from a non-detach could not be determined. There was no indication that the event was related to a potential manufacturing issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.